Event description:
It was reported that an alarm 01 occurred with the insulin pump cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was able to load a new cartridge and successfully resumed insulin delivery after following instructions from technical support. The original cartridge was available for return, and there was also a follow-up regarding an issue with the infusion set site.